Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed the investigation. Failure analysis replicated/confirmed the customer's reported complaint. The instrument failed during initialization, likely causing the instrument to not work. The instrument was found to have a homing failure based on log review and during in-house testing. A review of logs showed 4 homing failures. The instrument was placed on an in-house system and failed the self-test during initialization 3 out of 3 attempts. The blade was manually retracted, and the instrument was placed on the in-house system for testing and did not pass. The instrument had 1 use remaining which indicates that the blade became dislodged during the self-test. The blade was inspected, and no blade or knife cable damage was found. The root cause is not determinable/applicable. Additional observations not reported by the site: the instrument was found to have an engagement failure based on log review, but was not replicated in-house. A review of the logs showed 1 engagement failure. Engagement failure was not replicated due to the instrument failing initialization. The root cause is not determinable/applicable. A review of the instrument log for part number: 480422-01 batch/lot number: l11220609-0156 associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system sk1206 with one life remaining. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the vessel sealer instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the vessel sealer extend instrument did not seal when placed inside of the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) attempted follow up to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
On 15-dec-2022, intuitive surgical inc. (Isi) received user facility report ufi 050077000-2022-8023 stating: "the vessel sealer was being used during surgery, but did not work when inside of the patient." The patient's age was updated based on information provided on the report that was received.

Event description:
Refer to h10/h11 for follow-up information.